Manufacturer narrative:
No missing segments/partial display noted during testing. Device passed displacement test. Pump error 63 (variable 3) alarmed during self test and device trace download confirmed pump error 63 (variable 3) due to moisture damage at the electronic assembly. Motor and force sensor also have moisture damage. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the middle button was crack and the screen had lots of scratches too and it's hard for her to see the screen. The device will be returned for analysis.